Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report, as there is no indication of specific serial number/patient information. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: malfunction of cardiac devices after radiotherapy without direct exposure to ionizing radiation: mechanisms and experimental data. Europace. 2016;18(2):288-293. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) and implantable pulse generator (ipg) systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/manufacturer serial numbers. This article is about direct exposure to ionizing radiation for cardiac devices. There were 59 devices that were explanted for various reasons, and used to gather the experimental data. The article indicated that there were patient deaths identified as one of the reasons for explantation. Of note, there is no allegation/relatedness between the system and the patients¿ deaths. The article also indicated that there were patients who had lead malfunctions, infections, and devices explanted for unknown reasons. The devices were then used with ¿anthropomorphous phantoms¿ to test the devices with the radiation exposure. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received.